Manufacturer narrative:
Additional clarification received on 04/25/2017 indicated that this complaint was already reported under MFR report number 3005168196-2016-01745. Therefore, please disregard this duplicate report.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached three smart coils into the patient using a non-penumbra microcatheter and a penumbra smart coil detachment handle (handle). The physician then deployed the last smart coil into the patient but was unable to detach it using the handle. Therefore, the smart coil was manually detached by the physician and the procedure ended at that point. There was no report of an adverse effect to the patient.